Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled "edge loading in metal-on-metal hips: low clearance is a new risk factor,¿ by richard j. Underwood, angelos zografos, ritchie s. Sayles, alister hart and philippa cann published in journal of engineering in medicine 226 (3) 217-226 was reviewed for MDR reportability. The article discusses component wear in metal-on-metal hip implants by considering calculated positional distances of femoral head in relation to acetabular cups. The article does not clarify specific patient information but mentions that depuy asr was included in the study. The article does clarify that the study focused on only hips with version values ¿in the safe range¿ in order to ¿eliminate edge worn hips cause by impingement.¿ the article states, ¿the implants had all ¿failed¿ and been revised with new implants (218).¿ the following adverse events are noted: implant bearing wear. Surgical intervention required for revision.